Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip scope procedure, the device shed metal flakes into the patient. The surgeon flushed out the debris. There was no further need for this device in the procedure, so a backup device was not necessary. No patient injury or complications were reported.

Manufacturer narrative:
Heavy metal debridement was detected on the bushing as well as the proximal end of the inner burr with corresponding debridement on the outer sheath of the used burr. Additional unused burrs from the same batch number were inspected for any cosmetic/visual imperfections and were also functionally tested (unloaded condition); all parts met drawing specifications and functioned as designed. The device issue may be related to the operator's technique or use environment.